Event description:
A malfunction alarm related to the tandem mobi cartridge was reported. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, technical support instructed the caller to remove the cartridge and deliver a bolus. The bolus was successfully completed, and the caller managed to reload the original cartridge and resume insulin therapy, resolving the issue.